Event description:
The patient underwent a stent assisted coil embolization of a left ophthalmic artery aneurysm that resulted in the partial occlusion of the aneurysm. Approximately 90 days post embolization, angiography demonstrated recanalization of the aneurysm sac with coil compaction. Successful reintervention was performed 30 days post index procedure. The patient was discharged seven days post reintervention with good recovery and in stable condition. No additional information was available.

Manufacturer narrative:
PMA# or 510k# : k050700. PMA# or 510k#: k031049. Anticipated procedural complication. The subject device remained implanted; therefore, physical analysis cannot be performed. From the information available, it was determined that the device was used in accordance with the direction for use, and that the use of the coils likely contributed to the reported patient complications. However, the direction for use (dfu) states that multiple embolization procedures may be required to achieve the desired occlusion of some aneurysms or vessels. Therefore a root cause of anticipated procedural complication has been assigned to this event.